Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has issues with the pump was worn during a test done. The customer has been using the insulin pump system within 48 hours of the reported high bg event and found that the pump was exposed to a strong magnet. No further patient complications were reported. Troubleshooting was performed and advised the customer to check the status screen and then visually inspect the reservoir. The customer will continue to use the device until receipt of a replacement of the pump and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Displacement anomaly not confirmed. The pump was received without the original transmitter. Unable to verify transmitter anomaly. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to complete the pump history download using thump (missing the pump diagnostic trace excel file and pump detail trace excel file), problem isolated to the electronic assembly. History download was not successful using thump. Carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 30-apr-2023 in the pump history file. 04/23/2023 05:14:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 04/23/2023 05:25:26.000 batteryremoved (55) 04/23/2023 05:25:26.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/23/2023 05:26:17.000 batteryinserted (44) 04/23/2023 05:26:54.000 batteryremoved (55) 04/23/2023 05:26:54.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/23/2023 05:27:14.000 batteryinserted (44) 04/30/2023 16:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/30/2023 16:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/30/2023 18:37:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump passed the sleep current measurement, and active current measurement. However, unable to generate the power management graph or check power data for low battery alert due to download anomaly. Low battery alert unknown. Lost sensor alert not confirmed. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The motor was tested outside of the pump and passed. The pump passed the functional testing. Unable to confirm alleged low bgs. The pump was received without the original transmitter. Unable to verify transmitter anomaly. Transmitter anomaly unknown. Exposed to magnetic field or MRI not confirmed. Pump history download anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h10 with this report.